Manufacturer narrative:
(B)(4).

Event description:
The rep further reported that the patient had complete loss of stimulation and pain sensation returned to affected areas. The device was explanted on (B)(6) 2015 and replaced with another. It was unlikely that the device will be returned to the device manufacturer, it was suspected that it had been disposed.

Event description:
The rep additionally reported a loss of the device that needed explant due to being overdischarged.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the implantable neurostimulator (ins) became overdischarged. It was unknown if there had been one strike or three strikes. The battery was unsalvageable after the first attempt. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.